Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This event is related to the report number # 2124215-2026-09297. Device technical analysis: the referenced versacross connect dilator was returned for analysis. During decontamination, the flushing process was performed and passed without any issue. Visual inspection at this stage identified no observable damage or structural abnormalities. Additional functional testing was conducted, during which flushing with water was again confirmed to be successful. Subsequently, an air push test was performed by introducing air through the luer interface via a syringe. A minor audible leak was detected, indicative of air escaping through what was presumed a small crack or gap within the luer connection. During removal of the syringe from the luer port located in the dilator hub, the luer fitting completely separated from the hub. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Investigation conclusion: based on all the available information, the cause of the revealed luer/hub detached was likely considered to be 'cause traced to device design'. The findings revealed suggest that packaging design may create stress points that could contribute to dilator damage during removal, although the break did not occur within the packaging itself.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that prior to transseptal upon inserting the dilator into the body, leak issue was noted at the internal part of the syringe. It kept on leaking continuously after insertion and air check. Thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that there was no damage noted to the dilator. This event was reported in relation to the concomitant products used during the procedure in which the event occurred. It was also reported that faradrive and versacross rf wire were inserted within the sheath at the time the event occurred.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that prior to transseptal upon inserting the dilator into the body, leak issue was noted at the internal part of the syringe. It kept on leaking continuously after insertion and air check. Thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. This event is captured in the report number # 2124215-2026-09297. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that prior to transseptal upon inserting the dilator into the body, leak issue was noted at the internal part of the syringe. It kept on leaking continuously after insertion and air check. Thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that there was no damage noted to the dilator. This event was reported in relation to the concomitant products used during the procedure in which the event occurred. It was also reported that faradrive and versacross rf wire were inserted within the sheath at the time the event occurred.